Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: it was reported that a patient underwent removal of a cervical spine locking plate (cslp), six expansion head screws and six locking screws due to plate breakage. The plate was at levels c5, c6, and c7. The returned implants were examined and the complaint condition was able to be confirmed as the cslp plate (450.237 lot a4gj038) was found to be broken in two with the fracture site located at the center top hold location. A definitive root cause was unable determined with the provided information. Additionally six expansion head and six locking screws were returned in a condition consistent with implantation and explanation (i.e. Nicks/scratches/worn anodization). As no allegations are made against these devices no further investigation is necessary. This investigation summary was approved. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Without a lot number the device history records review could not be completed. Six expansion head screws and six locking screws were returned. It is unknown which was the complained screw. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent removal of a cervical spine locking plate, six (6) unknown expansion head screws, and six (6) unknown locking screws due to plate breakage. The plate was at levels c5, c6, and c7. Initial implant date is unknown. There was no surgical delay, or other patient harm reported. The plate broke at only one screw hole; it is unknown which screw contributed to the complained event. This is report 3 of 3 for (B)(4).